Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
The customer's mother reported that a piece of the lancet broke off in the customer's finger. The customer was able to remove the lancet and did not require any medical treatment. The lot number was not provided. Requested return of suspect device and replacement was sent.